Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for chronic abdominal pain, infections, and fissures and to remove the device. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient was diagnosed with a ventral hernia. On (B)(6) 2016: the patient underwent ventral hernia repair with a bard/davol bard ventralight st. Ni/ni/ni: in the months following the (B)(6) 2016 implant of the mesh the patient continued to experience chronic abdominal pain, and further experienced infections. The mesh continues to cause chronic abdominal pain, infections, and fissures. On (B)(6) 2017: the mesh required surgical removal. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient has experienced mental and physical pain and suffering, has sustained permanent injury, and has undergone medical treatment and/or corrective surgery and hospitalization.